Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced their incision partly opening. The field representative indicated a possible infection; however, there were no organisms seen on the culture. The field representative also questioned the possibly of a hematoma. The device was explanted.